Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing from the right ventricular channel resulting in false positive atrial tachy response (atr). It was noted that there was no inhibition of right atrial due to continuous intrinsic rhythm detection. This lead remains in service. No adverse patient effects were reported.